Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, weight gain, tonsillitis and parity 2. Hcg urine test - performed in office. Hcg test: negative. Previously administered products included for an unreported indication: birth control pills. Concomitant products included azathioprine (imuran) since 2016, celecoxib (celebrex) since 2017, citalopram since 2017, hydroxychloroquine sulfate (plaquenil s) since (B)(6) 2016, mirtazapine since 2016, prednisone since 7(B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: skin rashes on arms"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss/ thinning of hair"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, rash, mood swings, hot flush, urinary tract infection, nausea, fatigue, weight increased, alopecia, arthralgia, vulvovaginal pain, psychological trauma, hormone level abnormal, bladder disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, mood swings, nausea, pelvic pain, psychological trauma, rash, rheumatoid arthritis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Cystoscopy - on (B)(6) 2021: cystoscopy revealed brisk urine from bilateral ureteral orifices. No evidence of injury trauma to the bladder. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Satisfactory placement of essure coils with occlusion of the right and left fallopian tubes.. Pathology test - on (B)(6) 2021: specimens: uterus, cervix, and bilateral tubes findings: laparoscopy revealed no evidence of injury at site abdominal entry. Normal bilateral tubes ovaries. Normal appearing uterus. Normal liver.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. D13377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, weight gain, tonsillitis and parity 2. Hcg urine test - performed in office. Hcg test: negative. Previously administered products included for an unreported indication: birth control pills. Concomitant products included azathioprine (imuran) since 2016, celecoxib (celebrex) since 2017, citalopram since 2017, hydroxychloroquine sulfate (plaquenil s) since (B)(6) 2016, mirtazapine since 2016, prednisone since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes"), nausea ("nausea"), fatigue ("fatigue"), arthralgia ("hip pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: skin rashes on arms"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss/ thinning of hair"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, vaginal discharge, rash, mood swings, hot flush, urinary tract infection, nausea, fatigue, weight increased, alopecia, arthralgia, vulvovaginal pain, psychological trauma, hormone level abnormal, bladder disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, mood swings, nausea, pelvic pain, psychological trauma, rash, rheumatoid arthritis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Cystoscopy - on (B)(6) 2021: cystoscopy revealed brisk urine from bilateral ureteral orifices. No evidence of injury trauma to the bladder. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Satisfactory placement of essure coils with occlusion of the right and left fallopian tubes. Pathology test - on (B)(6) 2021: specimens: uterus, cervix, and bilateral tubes findings: laparoscopy revealed no evidence of injury at site abdominal entry. Normal bilateral tubes ovaries. Normal appearing uterus. Normal liver. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc (product technical complaint). Case upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.